Event description:
The unit was used for thorascopic lung biopsy procedure. Reportedly, when the thoracoscopic stapler was fired, it would not release from the lung. The instrument disassembled upon manipulation. The patient's clinical condition required thoracotomy which also facilitated the removal of the instrument.